Event description:
This observational study focused on 314 new insulin pumps between 2008 and 2011. Malfunctions directly related to medtronic paradigm veo insulin pumps were one of the focuses of the study. The study revealed 25 insulin pumps malfunctioned from complete failures, 16 malfunctioned from alarms and 79 malfunctioned from mechanical failures that required the insulin pump to be replaced. It was also revealed complete failures of the insulin pumps were caused by inoperative keypad and mechanical defects were caused by cracks in the reservoir or battery compartment. The study revealed median survival time of complete failure in the insulin pumps were 12 months compared to 23 months for other malfunctions. Lastly, it was also found the survival time of paradigm veo insulin pumps were longer than other insulin pumps. However, the study also showed the proportion of severe insulin pump failures were higher in paradigm veo insulin pumps compared to other insulin pumps.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.